Event description:
It was reported that the cannula had a hole not fully punched out; part of the hole had a piece still attached when handed to surgeon. Not used on patient.

Event description:
It was reported the device had no output. It was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Customer report was confirmed. Rec'd (1) vacuum assist cannula. As unit receiving into lab all drainage holes were completely punched through. However a round piece of cannula body at the punch hole was also returned with the unit. The piece was completely separated from cannula body.